Manufacturer narrative:
Hcp contacted on (B)(6) 2024 and provided additional information regarding the incident. B5 - describe event or problem updated.

Event description:
It was reported by a healthcare provider that the patient developed eczema lesions and itching due to the pod adhesive. The patient visited the doctor and was tested for contact allergy. The doctor confirmed the patient has multiple contact allergies to acrylates, bisphenol a and peru balsam. Cortisone cream was prescribed for treatment and duoderm as a product barrier.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a healthcare provider that the patient developed eczema lesions and itching due to the pod adhesive. The patient visited the doctor and was tested for contact allergy. The doctor confirmed the patient has multiple contact allergies to acrylates. No treatment or prescription was required.